Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a calcified right distal superficial femoral artery. A 3x60mm armada 18 balloon was not possible to place on a command 18 wire. Then a 3x60mm armada 18 balloon was advanced to the lesion, inflated 2-3 times but burst at 10 atmospheres. A non-abbott balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation or during the other two to three reported inflations, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the reported calcified anatomy such that the balloon became damaged and subsequently ruptured during the second or third inflation. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a calcified right distal superficial femoral artery. A 3x60mm armada 18 balloon was not possible to place on a command 18 wire. Then a 3x60mm armada 18 balloon was advanced to the lesion, inflated 2-3 times but burst at 10 atmospheres. A non-abbott balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Subsequent to the initially filed MDR, the account confirmed that in addition to the non-abbott balloon used to successfully complete the procedure, an additional armada 18 balloon was also used without issue to complete the procedure. No additional information was provided.